Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# v007997, implanted: (B)(6) 2007, product type: lead.

Event description:
The patient reported pain in both arms unable to adequately controlled with current leads or implantable neurostimulator (ins). Impedance check revealed contact 4 and 7, quad leads were under 50 ohms. There were no actions taken at the time. The issue was not resolved at the time of the report. The patient reported that they did not have good pain relief in right arm in a long time. Both leads in their cervical spine would only active in left arm. Neither lead will cause pain relief above their mid forearm on the left. The physician was taking the patient in for films under fluoro on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016 reporting that the root cause was not known to the manufacturer representative¿s knowledge. An x-ray was taken the next day but the manufacturer representative did not know the results. The manufacturer representative stated that the issue had not been resolved to their knowledge and they did not know the plans that the health care professional (hcp) had for the patient.

Event description:
Additional information was received from the health care provider that reported the results of the x-ray performed on (B)(6) 2016 was that lead placement was at the bottom of the c2 bilaterally. The root cause of the low impedances was not determined as he device was intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.